Event description:
We received an allegation about discrepant results for an unspecified number of patients' samples tested with cholesterol gen.2 assay on a cobas c 303 analytical unit. Discrepant results for 1 patient sample were provided: initial result: 7.00 mmol/l. The physician questioned the initial result as it did not correlate with the patient's ldl and hdl results, and the sample was then repeated. Repeat result: 3.5 mmo/l.

Manufacturer narrative:
The cobas c 303 analytical unit serial number was (B)(6). The provided data showed that the calibration and qc were acceptable. The investigation is ongoing.